Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 40 mg/dl at the time of incident and the current blood glucose level was 192 mg/dl. The customer was assisted with troubleshooting. The customer was treated with glucose for low blood glucose. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer states auto mode was automatically delivering insulin at the time of low blood glucose event. Customer did not allege insulin pump was over delivering. The device will not be return for analysis.